Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer nearly died and was not currently using the insulin pump. The caller advised medtronic to stop calling. The blood glucose reading was unknown. No further details were given. Nothing further reported.